Event description:
It was reported that the insulin leaked. The blood glucose reading is 222 mg/dl. During the rewind process, customer notices moisture at the bottom of the reservoir chamber. Insulin located in reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.